Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements of greater than 200 ohms. It was noted that the shock impedance had been out of range for over the last two months. Prior to that the impedance measurement was within range at 70 ohms. Boston scientific technical services (ts) was consulted and discussed further testing options. The lead was tested and yielded high out of range shock impedances in all configurations. The patient was transferred to another facility and underwent a revision procedure. During the procedure the rv lead and ICD were explanted and replaced. No additional adverse patient effects were reported.